Event description:
It was reported that the balloon burst. A 1.5mm x 20mm x 142cm coyote es balloon catheter was selected for use in a below-the-knee procedure to treat peripheral artery disease. The 100% stenosed target lesion was severely calcified and located in moderately tortuous anatomy. The balloon was inflated to 14 atm for less than 30 seconds when a pinhole rupture occurred. The device was removed without issue. The procedure was completed with another of the same device. No patient complications were reported, and the patient was in good condition after the procedure.